Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device failed to shock on a patient. There was no reported adverse patient impact.

Event description:
The customer reported the device failed to shock on a patient. There was no reported adverse patient impact. A second device was used to successfully deliver a shock to the patient.